Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was one bad line power fuse. The fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) would not boot up and there was no line power light. This issue was noted outside of a procedure, and there was no patient involvement.